Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement, subsequently the physician implanted a new ra lead. No additional patient adverse effects reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement and failure to capture. Subsequently the physician implanted a new ra lead. No additional patient adverse effects reported.